Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 10-jan-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the as the system was being withdrawn, the nosecone of the system caught the valve and it dislodged into the ascending aorta. Subsequently, a second transcatheter bioprosthetic 29 mm valve was successfully implanted. No additional adverse patient effects were reported.